Manufacturer narrative:
The last calibration on 01-dec-2022 had no alarms and was within specifications. The qc recovery was within -2sd and was within specifications. There was no indication of a performance issue with the reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys hcg+b ver. 2 result from one patient sample tested on the cobas e411 disk. The initial result was reported outside of the laboratory. The initial result was 26.29 miu/ml with a data flag. The repeat result was 0.100< miu/ml with a data flag. The reporter sent the patient sample to two different facilities and the results were negative. The reagent lot number is 64377001. The expiration date is 30-nov-2023.